Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst noted a sample guidewire was fully inserted in the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire, which was noted to have a crease at the end, could not be moved forward in the attempted left ventricular (lv) lead when manipulated. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.